Event description:
Distributor reported by e-mail received in 2005 that pt received "2nd degree that has scabbed over" using nc89250 small lonto electrode. Reached by telephone later the therapist reported secondary treatment of bandaging and neosporin. She also reproted the injury healed by 2/2005. The actual electrodes involved were not returned for investigation.